Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 400cc gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via MRI. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-sep-2022, mentor received additional information about the event. It was reported that the patient suffered from unspecified symptoms of breast implant illness post implantation. On 01-oct-2022, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. In addition, additional information was received indicating breast implant illness. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 5.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 5.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).